Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The bolus wizard functioned properly per the bolus wizard sample in the user guide. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly was noted. No unlocked lcd keypad connector or frozen screens were noted. The pump was received with a cracked case at the display window corners and display window. The pump had a partially broken reservoir tube lip, a missing end cap sticker and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated the buttons are zero response. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.